Event description:
I was injected in my upper lip on (B)(6) 2015. The day afterwards, my lip swelled dramatically. Initially, it was believed that the injector hit a blood vessel which caused the swelling. Methylprednisone tablets 4mg were prescribed the following day post injection. The first week of (B)(6) 2016, I developed a vaginal bacterial infection and underwent testing to confirm prior to initiation of antibiotics. As infection progressed, on (B)(6) 2016, I woke up to see that my upper lip was very swollen again similar to when I was first injected. I believe some sort of autoimmune response caused me to have this reaction to your product. I contacted the nurse injector at the office- (B)(6) at dr. (B)(6) office, as well as my primary care physician dr. (B)(6), who was also treating me for my underlying bacterial infection. Nurse (B)(6) prescribed me methylprednisone tablets 4mg once again, and the swelling subsided after two days. I am concerned about recurrence. Photos included.